Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported the surgeon wanted to put in two cross connectors. The surgeon put in one 40mm connector and then needed a 30mm. It was a tight fit but it wasn't on all the way and the 30mm cross connector broke. Another 30mm cross connector was not available. No additional information has been provided at this time.